Event description:
It was reported by a peritoneal dialysis (pd) patient¿s caregiver that a fluid leak was discovered during fill 2 of 5 of pd treatment .in a follow up, the caretaker said during fill 2 fluid was on the floor under the cycler. Treatment was cancelled and fluid was found on the exterior of the cassette with some moisture in the pump module area. The caretaker was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis registered nurse (pdrn) that a new cycler was issued to the patient. The caretaker took the patient for treatments to the clinic in the absence of the cycler. In a follow up with the pdrn it was verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received the new cycler is able to continue pd treatments. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed a missing cassette membrane. There were visual indications of fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. The accelerated stress test passed. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The device history record (DHR) review found that the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form. Mushroom head check passed (08/25/2021). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s caregiver that a fluid leak was discovered during fill 2 of 5 of pd treatment .in a follow up, the caretaker said during fill 2 fluid was on the floor under the cycler. Treatment was cancelled and fluid was found on the exterior of the cassette with some moisture in the pump module area. The caretaker was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis registered nurse (pdrn) that a new cycler was issued to the patient. The caretaker took the patient for treatments to the clinic in the absence of the cycler. In a follow up with the pdrn it was verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received the new cycler is able to continue pd treatments. The cycler is available to be returned to the manufacturer for physical evaluation.